Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she thought she had an infection and went to her ob-gyn where a piece of tampon pledget was removed from her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer's use of the product and outcome, however, no further information has been received.